Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the video-assisted thoracoscopic segmental resection, at the fourth firing, after completing the opening or closing check, the surgeon approached the lung parenchyma and tried to close the jaws, but excessive force indicator appeared. They used a new product, and the procedure was completed without problems. After the procedure, when checking the product, the cartridge's lock ring was found to be slightly deformed, and the release button did not return to its proper position even when trying reconnecting the cartridge. When trying connecting with another cartridge, there was no particular problem with the adapter and the handle. There was no patient injury.